Event description:
The customer was sweaty and shaky so she was given juice and fruit, she tested at 1112mg/dl, but was not feeling well so the paramedics were called. The caller states that the customer was tested on the paramedic's device within minutes of their 112mg/dl result. The paramedic's device read 46mg/dl and she was given juice. She was transported to the hospital and was given a glucose IV in transit. Forty five minutes later , the customer tested 140mg/dl at the hospital. Quality controls were used, but their expiration date could not be verified by the customer. Requested return of suspect device and replacement was sent.